Event description:
A customer reported that dex system would not beep nor count down after applying blood or a control solution. While on the phone a review of the system was conducted. It was learned that the customer replaced the batteries but this still did not remedy the count down issue. Upon further investigation the customer reported some foil "shards" in the contact area. This material was from the reagent foil disc. This material was removed but the customer said that some of the digits in the display were missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.